Event description:
A pt reported experiencing inaccurate high results with an ot ultra meter. The pt's blood glucose results were 167, 94, and 88mg/dl. Tests were done within 10 mins with a difference of 40%. Pt did not experience any adverse events. No further info has been reported.